Event description:
Although an unexpected tubing set was received, the customer included a note reporting that the tubing set leaked at the distal end. No further information is available.

Manufacturer narrative:
The customer¿s report that the tubing broke and leaked was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small jagged tear in the tubing approximately .25 inches above the male luer of the suspect extension set. No other anomalies were observed. Functional testing confirmed leaking from the tear in the tubing. The source of the leak is due to a tear in the tubing. The root cause of the tear damage could not be determined. Device history record for model me2017 could not be performed due to no lot number being provided by customer.

Manufacturer narrative:
Correction on initial report: g.4 (03/04/2020).

Event description:
Although an unexpected tubing set was received, the customer included a note reporting that the tubing set leaked at the distal end. No further information is available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing broke and leaked. Although requested, additional information was not provided.